Event description:
Additional information became available that this lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out-of-range (oor) high pacing impedances of greater than 2000 ohms, as well as loss of capture (loc). The patient complained of feeling more sluggish the last several months, but attributed it to getting older. No plans for intervention at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.